Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and / or corrected data.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, broken shell and others, missing a piece of shell (0-25%), and crease flat. A microscopic analysis was performed which identified: one broken sharp on the patch/shell bond edge. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: one broken sharp on the patch/shell bond edge assessed as unidentified (tear) opening.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.